Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection found the device was returned attached to an rhv. The device was fractured at the hub under the strain relief. The inner shaft coil wire braid was exposed and stretched. There was a minor kink/bend on the catheter shaft from the strain relief. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained, and the fracture occurred during a long stroke case where several different aspiration catheters went in and out of the infinity plus. Device analysis revealed the catheter shaft was slightly bent at the proximal shaft and was fractured at the hub under the strain relief. Based on inspection, the fracture likely occurred due to handling damage from extended use of the device, which aligns with the event description which states that it was a long case where the physician went in and out multiple times with different aspiration catheters. Therefore, an assignable cause of handling damage will be assigned to the reported event and device analysis 'catheter shaft broken/fractured during use' and 'catheter shaft kinked/bent'.

Event description:
It was reported that during procedure, the subject catheter was used to access the femoral site and the hub was separated from the subject catheter. The subject catheter was removed and replaced with another guide catheter. It was suspected that the subject catheter was used in a long stroke case which could cause of the break. The procedure completed without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject catheter was used to access the femoral site and the hub was separated from the subject catheter. The subject catheter was removed and replaced with another guide catheter. It was suspected that the subject catheter was used in a long stroke case which could cause of the break. The procedure completed without clinical consequences to the patient.